Event description:
Asku

Event description:
It was reported the patient died due to pea arrest 4 months after device implant. Additional information has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
It was reported the patient died due to pea arrest 4 months after device implant. Follow up with clinic reports patient last seen in clinic 3 weeks prior to death with increased dyspnea, decreased urine output, vomiting and other symptoms consistent with low cardiac output. Atrial pacing rate was increased to 70 bpm with some improvement in echo determined cardiac output. Discussed possibility of ventricular assist device as a bridge to candidacy for heart-lung transplant. Patient was not pacemaker dependent. Physician reported cause of death was heart failure and the patient died suddenly at home, but had clinical deterioration days prior. Further reports the death was not related to the device or lead system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.